Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
An internal review of intra-aortic balloon (iab) pump complaints has determined that the following adverse event reported on MDR 2249723-2016-00031 also involved the iab catheter in this event which was not previously reported on MDR. As a result, this case is being reopened and reported now. There was a reported serious injury. It was reported that a patient was in a quadrigeminy rhythm with large ectopic beats. Those large beats caused the iabp ECG gain to change to fit them on the screen, making the ectopy fit the screen in turn made the following intrinsic beats to be unrecognizable as triggers to the pump, because the deflection was so small the iab would not deflate until it recognized the next large ectopic beat. This was a persistent problem no matter what the clinical staff tried. This was harming the patient for the balloon to be inflated during the patients intrinsic beats.